Manufacturer narrative:
Received 1 used silicone catheter only. The reported issue was unconfirmed as the problem could not be reproduced. Per visual evaluation no obvious defects were noted; no occlusions or manufacturing defects were observed. Per functional evaluation the returned sample was inflated with air and deflated without problems. The catheter balloon was then inflated with a 10cc mixture of tap water and blue methylene using a syringe, the catheter deflated without difficulty on it's own using a syringe. No defects after deflation were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device was difficult to remove. A urologist was called, who deflated the device passively.

Manufacturer narrative:
Received 1 used silicone catheter only. The reported issue was unconfirmed as the problem could not be reproduced. Per visual evaluation no obvious defects were noted; no occlusions or manufacturing defects were observed. Per functional evaluation the returned sample was inflated with air and deflated without problems. The catheter balloon was then inflated with a 10cc mixture of tap water and blue methylene using a syringe, the catheter deflated without difficulty on it's own using a syringe. No defects after deflation were found. No occlusion and/ or leaks were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device was difficult to remove. A urologist was called, who deflated the device passively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was difficult to remove. A urologist was called, who deflated the device passively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was difficult to remove. A urologist was called, who deflated the device passively.